Event description:
The customer reported that the doctor stated his hand felt hot when the cut function was activated using a foot pedal. There was a spark which spread, singeing the doctor's glove and the sponge. They stopped, removed the pencil in use and put a new pencil into use. The case was completed with no further incident. After lifting the drapes, burns to the pt were noted. One hour after the procedure it appeared to be just reddening just above c-section incision however, two days later the injury had turned black and blue and had a blister. To this point, no treatment of the injury had been done. The doctor was not injured.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The incident pencil was received, evaluated and found to be to specification. When the device evaluation is complete a follow-up report will be submitted. The generator was returned and tested to specification. Specifically, the low frequency leakages were tested and were found to function normally and within specifications. The generator passed the safety test. The (B)(4) monopolar footswitch returned by the customer was tested and was found to pass the functional test as did the (B)(4) adapter also returned by the customer.